Manufacturer narrative:
D9 - date returned to MFR was 16-jun-2026. H3 and h6 ¿ updated. The suspect device was returned for evaluation. The service history was reviewed, and the device has not been serviced. The event history log (ehl) was reviewed " key stuck " alarm was saved few times in event log. Visual tests and functional checks were performed. The customer complaint was confirmed through ehl. Upon, functional testing the alarm cannot be replicated. The cause of reported issue was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during setup, the cadd solis device displayed a key stuck alarm. Although there was no patient involvement, this is a high-priority alarm that stops the device from operating and may result in an interruption of therapy. There was no patient involvement and no harm/adverse event reported.